Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported via a distributor in (B)(4) that the physician was attempting to place an intra-aortic balloon (iab) during an urgent cardiac case and it was impossible to do so because the balloon catheter was obstructed from both sides. They were able to insert smoothly the spring wire guide (swg) up to a certain distance, but not through the entire catheter. The clinician in charge inserted the swg through the whole catheter body, but with a lot of effort "like you drill a hole in the wall." Additional info received on (B)(6) 2011 from the distributor stated the pt was in the ecu when the doctor tried to insert the swg in the iab catheter; difficulty was encountered. The device was removed and not replaced. The drugs administered were high doses of catecholamines, heparin, acetylsalicylic acid and plavix. There were no reported complications or injuries. The pt did expire. Further additional info received on (B)(6) 2011 from the distributor stated that it was the decision of the medical team not to insert another iab. I do not know why the pt died, but the doctors said that the reason of the death is not because iab was damaged.